Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 300 mg/dl. He went to the restroom and the insulin pump fell in the water. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The insulin pump had minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. Belt clip anomaly was not confirmed due to the insulin pump was received without original belt clip. No moisture damage on motor assembly or electronic assembly noted during visual inspection.